Event description:
The manufacturer received voluntary medwatch (mw5105380) alleging an issue related to a continuous positive airway pressure (CPAP) device. The patient alleged hospitalization twice due to pneumonia, ground glass opacity, interstitial lung disease. The patient also alleged primary biliary cholangitis, sleep apnea. No device information was provided. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.